Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) arrived onsite and evaluated the iabp unit and found no event logs pertaining to the event in service diagnostics, but was able to reproduce the reported issue by operating iabp on a trainer for over one hour. To fix the issue, the fse replaced pcba video generator, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient the iabp shutdown multiple times with a loud screeching noise. No patient harm or serious injury reported, and no adverse event was reported.